Manufacturer narrative:
The insulin pump was received with unresponsive down button due to corroded keypad traces. Unable to perform operating current test due to unresponsive button. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump was submerged in ocean water and that the top part where the battery went in was missing. The customer reported that the insulin pump was knocked over by a wave and stopped working. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.